Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported they were having issues with their stimulation and the issue began on today, monday, or last week. Patient's stimulation was turned on but when they looked straight there was no stimulation in their hands. Patient would get jolts every now and then and if they turned to the side and looked down they received some stimulation in their hands. Patient noticed their stimulation was not as strong and their hands felt like they were slightly asleep. Patient would turn the stimulation off then on and there was a little bit of stimulation but not the normal strength. The normal strength would come back later in the day. Patient also had neck pain and would crack their neck. Patient's leads were in the upper cervical spine. Patient still had pain but because of the implant that was how it was done before; patient referenced seeing representatives before and calling patient services to get ahold of the representatives. The rep later reported there was a lead migration, loss of therapy/re turn of pain, shock and high impedances.  High impedances were on electrodes 8, 9, 10, 11, 12, 13, 14, 15 all of the measurements for the impedances were 40,000. The patient had a loss of stimulation. Attempted to reprogram using the viable lead that is available, however unable to capture all of the patient¿s painful areas with new programming. Patient is scheduled for lead revision on (B)(6) 2024. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2022 product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2022 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 12-jan-2026, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(6), ubd: 12-jan-2026, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.